Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may have been exposed to moisture had fluid visible under the display. Blood glucose level at the time of the incident was 216 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.